Event description:
It was reported that the customer's insulin pump fell in the water. The customer's blood glucose was unknown. The customer also received the unexpected restart alarm, the battery out limit alarm as well as a battery change error. The customer also stated that the keypad was not working. After clearing the unexpected restart alarm, the customer stated that his insulin pump would not turn back on. Troubleshooting was done. The customer stated that the insulin pump did not show signs of physical damage and was not dropped or bumped. Advised customer to discontinue use of the insulin pump. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected battery change error alarms, alarms, battery out limit alarms or blank display anomalies noted during testing. The insulin passed displacement test, off no power test and error test. The operating currents were in specifications. The insulin pump had an intermittent button response on the esc button due to moisture damage on keypad traces noted. The insulin pump had moisture damage noted on all electronic assemblies, vibrator motor, battery tube and force sensor. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.